Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, some clips were malformed continuously from the 3rd or 4th firing. There was no unexpected resistance or noise at the time of firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the advancer bypassed the clip; the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. It should be noted that an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. The device locked out as intended but the orange visual indicator did not show up. Please note the indicator wheel failure is not related to the reported event. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event?---inferior mesenteric vein. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no.